Event description:
It was reported that during initial implant procedure insulation damage was noted on patient's right ventricular (rv) lead. The lead was not installed and the procedure was completed using an alternate lead on (B)(6) 2024. The patient was stable.

Manufacturer narrative:
The reported event of insulation cut was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found the insulations were cut/damaged and the outer coil was compressed consistent with procedural damage. Electrical testing found internal shorts between conductors due to the damaged insulations. No other anomalies were found.